Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any malfunction that could have contributed to the reported hyperglycemia. The customer's mother reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The customer's mother reported that her daughter's pod was activated on 3/26 at 6:47pm. Her blood glucose was 311 mg/dl, and she took a 2.2 unit bolus. At 7:29pm, it was 315 mg/dl. At 10:22pm, it had decreased to 167 mg/dl, and she ate 17 grams of carbohydrate and took a .85 unit bolus. She reported the following blood glucose history for 3/27: time blood glucose carbohydrate bolus 8:22am 132 mg/dl 44 grams 2.3 units 8:32am (no result) 22 grams 1.45 units 2:48pm 88 mg/dl 2:58pm (no result) 18 grams .95 units 3:27pm (no result) 24 grams 1.2 units 5:00pm (no result) 25 grams 1.25 units 6:40pm 237 mg/dl 17 grams 2.3 units 7:30pm 322 mg/dl 2 units at 11:1opm, her blood glucose result was 438 mg/dl. Her mother stated that the cannula had pulled out while she was wearing the pod, and it was deactivated.